Event description:
Reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 2.5x30mm, de novo, eccentric and 75% stenosed lesion being treated was located in the moderately tortuous and mildly calcified left anterior descending artery. The physician predilated the target lesion with a 2x20mm non-bsc balloon catheter, then advanced the 2.25x32mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was not completed due to another reason. No complications were reported and patient's status is stable. Returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was returned with the stent damaged. The middle section of the stent was stretched for approximately 20mm in length causing the stent to be pushed proximally past the proximal markerband. The struts on first two rows on the proximal end of the stent were misaligned and some struts were raised and pushed apart. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 565mm distal to the strain relief. Smaller kinks were also identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).